Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 360 to 493mg/dl. Initially, the mother reported having multiple battery alarms. The caller was instructed to insert a new battery and to ensure that the battery cap is securely as well that the battery is aligned horizontally with the device. The mother mentioned that the insulin pump was not functioning. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.